Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Was called in for a lag screw cut out in femoral head. Nail lag screw migrated through nail and set screw. Gamma nail was removed and converted to total hip replacement.